Manufacturer narrative:
Carbon fiber is ¿flaking¿ and cracking on the boot. Case type: no associated procedure. Product evaluation and results: visual inspection confirms carbon fiber splintering in the boot. Product history review: review of the product history records indicate 25 devices were manufactured under lot no 201643080501 and accepted into final stock on 02/01/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 201643080501 shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed via visual inspection. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Event description:
Carbon fiber is ¿flaking¿ and cracking on the boot. Case type: no associated procedure.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Carbon fiber is ¿flaking¿ and cracking on the boot. Case type: no associated procedure.